Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects on biopsy channel, damage and missing sealing agent on objective and light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the foreign objects on biopsy channel. For the damage and missing sealing agent on objective and light guide lens, it is likely a degradation problem led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.